Manufacturer narrative:
In an associated complaint of the user (B)(4), the user reported having an issue with persistent sensor disconnections, which led to a transmitter replacement. Replacing the transmitter, however, did not resolve the issue, hence the user was referred back to his hcp to discuss next steps for a possible removal and replacement of the sensor.

Event description:
On 01 nov 2024,senseonics was made aware of an incident where user was unable to receive a signal and link the sensor to the transmitter. A new transmitter was provided to the user to resolve the issue, but the issue continued. The user was referred to their hcp for a sensor removal and replacement.